Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04452 / 04453).

Event description:
It was reported that patient underwent right total reverse shoulder arthroplasty in (B)(6) 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to implant fracture. Patient reported a hearing a pop several months prior to the revision. During the revision, while implanting the humeral tray, the surgeon felt the tray was not stable and removed the tray and replaced with another humeral tray. The bearing was also removed and replaced.